Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the left seat rail was broke due to the hardware from the adductor. The dealer did not mention any injury or property damage was reported.